Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there was no physical damage found on the device. In functional testing, the problem was able to be duplicated when the ventilator could not be put properly in the device. The root cause of the reported issue was found to be with the supplier. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. No product information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that during a pre-use check, there was difficultly putting the ventilator in the basket bed as well as taking it out of the basket bed. No patient injury was reported.